Event description:
Surgeon was trying to use this device for laparoscopic umbilical hernia repair. Permasorb misfired, making it unusable. The surgeon then continued the operation using a new permasorb.